Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure marker band issues were noted. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery (sfa). The lesion was treated with the implant of an unknown stent. A wanda 5.0-40, 80 balloon catheter was advanced to post dilate the stent. Under fluoroscopy, the distance between the marker bands on the wanda balloon appeared "shorter" when compared against another of the same device; however, the procedure was completed with this device. There were not patient complications reported and the patient's status is good. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure marker band issues were noted. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery (sfa). The lesion was treated with the implant of an unknown stent. A wanda 5.0-40, 80 balloon catheter was advanced to post dilate the stent. Under fluroscopy, the distance between the marker bands on the wanda balloon appeared "shorter" when compared against another of the same device; however, the procedure was completed with this device. There were not patient complications reported and the patient's status is good. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: visual and tactile examination of the returned device revealed no damage on the shaft of the device. The balloon was folded and wrapped around the shaft of the device. The distance between the distal and proximal radiopaque markerbands was measured and found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause could not be confirmed. (B)(4).